Manufacturer narrative:
Qn# (B)(4). The customer returned one unit 5-16035 et tube, sher-I-bronch, ls, 35 fr for investigation. The et tube was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appeared typical. No blockages or obstructions were initially observed in the tube. Although the complaint issue was not for tube kinking, a preliminary kink test was performed to test the potency of the tube lumens. A steel ball with a minimum 75% diameter of the lumens of the et tube was used. A steel ball of 3.75mm was used for the kink test. Upon testing, the steel ball was able to pass freely through the bronchial side of the tube. However, the steel ball was unable to pass through the tracheal side of the tube. Upon further inspection, it was observed that there was some type of damage at the distal tracheal opening towards the white cuff. The sample was sent to the manufacturing site for further evaluation. As part of the evaluation, the production line was assessed and there were no issues found related to this defect. The defect could not be recreated at the manufacturing facility. There was concern that the damage observed on the et tube was some type of warping due to heat exposure, however it was confirmed that this part is never exposed to any heat during the manufacturing process. This appears to be an isolated incident as this defect has never been seen before. The reported complaint of "blocked/obstructed - bronchial tubing" was confirmed based upon the sample received. Visual inspection initially showed that the sample appeared typical, however upon functional inspection a steel ball of a minimum of 75% the tube lumens was unable to pass through the tracheal side of the tube. Some type of damage was observed at the distal tracheal opening towards the white cuff which restricted the steel ball from passing. The sample was sent to the manufacturing site for further evaluation. As part of the evaluation, the production line was assessed and there were no issues found related to this defect. The defect could not be recreated at the manufacturing facility. There was concern that the damage observed on the et tube was some type of warping due to heat exposure, however it was confirmed that this part is never exposed to any heat during the manufacturing process. This appears to be an isolated incident as this defect has never been seen before. Therefore, the root cause of this complaint cannot be determined. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported "occlusion of tube while in the patient. Tube had to be removed and patient had to be re-intubated". No patient injury or consequence reported. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A verification of the reported failure mode was conducted, and 50 samples were taken from the current production (material number 5-16041 lot # 73e2100540) at the manufacturing facility. The samples were visually inspected, and issue reported "broken/cracked - y connector" was not observed in the current manufacturing process. A device history record review could not be conducted since the lot number of the device was not provided. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "occlusion of tube while in the patient. Tube had to be removed and patient had to be re-intubated". No patient injury or consequence reported. Patient condition reported as "fine".